Manufacturer narrative:
The device is expected to be returned; however, the device has not yet bee n received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer's blood glucose ranged from 156-165 mg/dl. The customer reverted to manual injections for insulin therapy.